Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
Variance was reported between inratio inr results. No other test method was performed. Caller was concerned about the unexpected low results on (B)(6). The results were as follows: on (B)(6) inratio: 1.8, (B)(6) inratio: 3.1, (B)(6) inratio: 1.7. Therapeutic range: 2.0-3.0 inr. Patient lowered her daily dose of coumadin from 2.5mg to 1.25mg for 2 days following the inratio result of 3.1 on (B)(6); she then resumed 2.5mg of coumadin daily. Patient stated she is aware of the recent voluntary recall of the inratio system; has switched to an alternative method.